Event description:
No medical intervention was required for this event.

Manufacturer narrative:
(B)(4). The run data file was analyzed for this event. Root cause: run data analysis has been completed and no conclusive cause was found. The procedure appeared to be running normally for the first 150 minutes with the exception of some early access alarms and evidence of platelet aggregation (multiple changes to the ac ratio). There appears to be a blockage or occlusion in the system shortly after 150 minutes as evidenced by the interface alarms. The blockage may have been due to the following: an airblock: airblocks can potentially be related to mis-clocking of the lower collar in the filler latch (with one of the lines overlapping the plasma line). This could cause the line to become occluded during the procedure thus impeding flow. We have seen these occlusions develop later in a procedure when the tubing becomes warm and softens. Lines can shift when this occurs and overlap each other causing flow restrictions. A clump: clumps can be related to inadequate anticoagulation. Aim system images from this procedure showed some evidence of clumping in the channel. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the kit was returned for analysis. Upon inspection, flow along plasma line was verified, no occlusions found. There were no misassembles or defects found. The length of the plasma line was comparable to the reference set. No clumping in the reservoir was noted. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the run data file did not find a conclusive cause for the vacuum/air in the plasma line. Possible root causes were provided in supplement 1 for this event.

Event description:
The customer reported that twice during the procedure, there was vacuum / air in the plasma line, despite correct installation of the set. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.